Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the stylet was unable to be removed from the lead. The lead was fractured during an attempted removal. The lead was not implanted and was replaced. The patient was stable.